Manufacturer narrative:
Concomitant products: product ID: 3550-29, explanted: (B)(6) 2016, product type: accessory. Product ID: 7482-51, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. Product ID: 64002, explanted: (B)(6) 2016, product type: adapter. Product ID: 7482-51, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that about one week after the replacement of the patient's previous implantable neurostimulator (ins) the parkinson's disease patient experienced the sudden appearance of electric shocks in their left leg. The patient reportedly found this issue associated with the product after watching at home for two days. The electric shock disappeared when the device was turned off and appeared while the patient was charging their device. It was noted the patient had stopped charging their device as a result. When the patient met with their physician on (B)(6) 2015, it was found that the issue was really associated with the device switch. Impedance testing was performed and did not find any open circuits or short circuits. Further inspection on (B)(6) 2015 found the patient experienced electric shock even when their device was turned on and the related parameters were set to zero, but there was no electric shock when the patient's device was turned off. The patient's physician suspected it was a quality issue and replaced the patient's device with a new one on (B)(6) 2016. The patient's status following the replacement procedure was normal. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was ¿functionally okay¿ with ¿insignificant anomalies.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.